Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a critical pump error alarm on the insulin pump. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The customer stated they could not rewind the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error alarm noted in the insulin pump history and critical pump error (open book image) alarm during testing due to out of specific force sensor zero offset ( 16.4 mv). Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with scratched case and minor scratched lcd window. Unable to verify pump error due to critical pump error (open book image) alarm.